Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality control (qc) and calibration were valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer, replaced and calibrated the vacuum regulator, adjusted secondary vacuum, cleaned reagent probes and rinsed their ports, cleaned cuvette bin, cleaned sample, reagent and dispensing probes, cleaned ionizer fans, and inspected base probes for cracks. Next, the cse replaced pinch valve tubing, aligned sample probe, repaired leak at acid luer fitting, performed auto-check, ran qc and precision check, which recovered acceptably. The cause of the event is unknown. Siemens evaluated the event and determined that the reported issue was resolved by standard service actions performed by the cse. The analyzer is performing according to the specifications. No further evaluation is required.

Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on two alternate atellica im 1600 analyzers. The repeat results recovered lower than the erroneous result and were considered correct. The repeat result of 76 miu/ml was reported to the physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.